Event description:
It was reported that after a lateral instability procedure using a footprint anchor, one patient required wound revision. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known and it is not possible to collect it.

Manufacturer narrative:
B5 and health effect - impact code updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. Insufficient product identification information was provided, and thus, an instructions for use review could not be conducted. A review of risk management files found that there was insufficient information to tie the reported complaint to specific line items within the risk file. A complaint history review found similar reported events. Our clinical investigation concluded: no relevant supporting clinical information could be provided to assist with this clinical investigation as the data collected from the post-market clinical follow up activity was anonymous. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction in d1 and d4.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a lateral instability procedure with a footprint ulr 5.5 pk sut, sl, one patient required wound revision. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known and it is not possible to collect it.